Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, "svc required" code was found in the ventilator's downloaded error log. The device's power management board was replaced and the software was reloaded to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 fcr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
The MFR rec'd info alleging a "svc required" alarm condition occurred. There was no harm or injury reported.